Event description:
It was reported that resistance was noted when attempting to remove the tether from a leadless implantable pulse generator (ipg) post implant. It was reported that tine was moved significantly by a slight towing. Finally, the tether could not be pulled at all. The leadless ipg system was removed. After collection it was noted that there were marks showing that the tether was stuck. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device: brand name: micra, model #: mc1vr01-delsys / expiration date: 28 jan 2023/ serial#: (B)(4) UDI #: (B)(4) device evaluated:no. Mfg date: 28 jul 2021, labeled for single use: yes if information is provided in the future, a supplemental report will be issued.